Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as it will not provide relevant information regarding the reported infection.

Event description:
It was reported that a patient was undergoing prophylactic generator replacement surgery, and it was identified that the patient had pus in the generator pocket. The surgeon ran cultures, and there was an elevated white blood cell count, indicating an infection was present. The surgeon did not know the cause of the infection as the patient did not show any symptoms of an infection before the surgery. The surgeon then decided to move the generator pocket, but the lead wire was found to be exposed from the tubing (reported in MFR. Report #1644487-2017-03547). The surgeon decided to explant the entire system and put the patient on antibiotics to clear the infection. The device history records of the generator and lead confirmed that both devices were sterilized prior to release. No further relevant information has been received to date.